Event description:
It was reported that during the initial implant procedure, low r-wave amplitude and noise resulting in oversensing was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise and sensing issue was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to the reported event of sensing issue or noise. Longevity assessment was performed, and implant duration was within the total projected longevity indicating normal battery depletion.